Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 342 mg/dl (19.0 mmol/l) while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. Treatment details were not available. Multiple good faith attempts to obtain additional information were attempted, however no additional information was able to be obtained.